Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.